Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2013. At the time of the hypoglycemic event, the patient's father reported that patient's cgm was reading 72 mg/dl range and his blood glucose meter was reading 25 mg/dl; at which time, the patient's father gave patient a glucagon injection. Patient's father reported patient passed out for about 30 seconds. Patient's father reported 2 minutes after glucagon injection the patient's blood glucose meter was reading 55 mg/dl. Patient's father contacted 911. When 911 arrived patient's blood glucose was at 98 mg/dl. At the time of the call to dexcom technical support, the patient's father stated that the patient was okay.